Event description:
I switched to amo complete moisture plus for my soft contact lens about 1-2 months, prior to being diagnosed with punctate keratitis in 2007, in my left eye. My eye was extremely red, irritated, painful, felt like something was in my eye. Used for four months.